Event description:
The customer reported the image quality of the images produced was degraded to a point in which they were not usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.